Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexpected insulin use, stating a full cartridge was consumed in one day, and subsequently experienced hyperglycemia with a reported blood glucose of 359 mg/dl for approximately five hours despite a ¿more than¿ meal announcement and supply replacement; the event involved troubleshooting and education without device alerts or alarms. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included user-led supply replacement, review of dosing behavior relative to reported carbohydrate intake, and reinforcement of the ketone action plan. Investigation of this case revealed no confirmed device malfunction or leakage based on user inspection and the absence of alarms, with the event consistent with hyperglycemia following a high-carbohydrate meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear.